Event description:
A malfunction alarm was reported with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support assisted the customer by providing pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report back if the malfunction happens again.